Event description:
A customer reported a low readings issue with the freestyle libre sensor. The customer reported 2 unspecified low scan results, then a 'lo' (< 40 mg/dl) scan result, and self-treated with glucagon injection without capillary comparison. The customer began to feel sick, vomit, and become thirsty and went to hospital. The customer was diagnosed with hyperglycemia and treated with rapid insulin, gravol, and tylenol. After stabilization of blood glucose, the customer was released. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the freestyle libre sensor. The customer reported 2 unspecified low scan results, then a 'lo' (< 40 mg/dl) scan result, and self-treated with glucagon injection without capillary comparison. The customer began to feel sick, vomit, and become thirsty and went to hospital. The customer was diagnosed with hyperglycemia and treated with rapid insulin, gravol, and tylenol. After stabilization of blood glucose, the customer was released. There was no report of death or permanent injury associated with this event.